Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, 60% wear of the hd polyethylene, with no loosening of the acetabular cup or the femoral stem. The head also had to be replaced.